Event description:
It was reported that on literature review "using arthroscopy combined with fluoroscopic technique for accurate location of the bone tunnel entrance in chronic ankle instability treatment", 1 patient had an ankle sprain 7 months after after an anatomic reconstruction of the ankle lateral ligament procedure using an endobutton device. Radiography had shown that the break of the posterior fibular cortex was caused by the endobutton plate. It is unknown how the event was treated. No ankle joint instability was found in examination. No further information is available.

Manufacturer narrative:
H10: internal complaint reference (B)(4). Article: wei, s., fan, d., han, f., tang, m., kong, c., xu, f., & cai, x. (2021). Using arthroscopy combined with fluoroscopic technique for accurate location of the bone tunnel entrance in chronic ankle instability treatment. Bmc musculoskeletal disorders, 22, 1-10. H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: corrected information in h6 (health effect - impact code).